Event description:
Failure to alarm. Foil / film loose but no alarm.

Manufacturer narrative:
As of today, no additional information received.

Manufacturer narrative:
Active investigation in progress; results of investigation will be provided in a supplement report.

Event description:
Foil film loose but no alarm.